Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. Se did not observe any issues during the device evaluation. The se replaced the ascites pump and then performed functional tests. The device passed functional testing. Se was unable to reproduce reported issue.

Event description:
Device user (du) reported that the ascites pump stopped working several hours into perfusion. Du was unable to resolve the issue by stopping and restarting perfusion. Confirmed that the graphical user interface screen registered "1" on ascites box regardless of removal of the tubing from ascites sensor. Power cycle conducted with tubing removed from the ascites sensor. The blood gas analyzer was placed in operate mode and it was confirmed that the ascites box registered "0" on gui screen. Perfusion commenced and ascites pump began running normally. No other issues with the ascites pump notated for the remainder of the case. The donor liver was declined due to elevated enzymes and failure to make bile. It was confirmed that these factors were independent and unrelated to the ascites pump issue.